Manufacturer narrative:
H11: h2: updated data on b5, d9, h3 and h6. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Per an additional response from the customer, it was specified that t2 was not implanted when t1 fell from the meniscus, meaning that there is no intervention needed. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during an arthroscopy, the t1 implant of the ultra fast fix could not stay anchored. T2 was not implanted when the issue took place. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy, the t1 implant of the ultra fast fix could not stay anchored. Both ts were removed using tweezers. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.